Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. Customer's blood glucose (bg) level ranged between 504-505 mg/dl. An infusion set change was performed to address the occlusion/ bg.